Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 via merlin.net. Review of the transmissions revealed that there was post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.